Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 latch was broken. A field service engineer found that the door to the room opened into the tower door and struck the hasp, causing it to break. The field service engineer replaced the hasp. To test the repair, the customer inventoried door 1 successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door latch had broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.